Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer questioned 3 patient samples when tested for vitamin b12 ii on a cobas e 411 immunoassay analyzer compared to a cobas 6000 e 601 module. Based on the data provided, the results for 1 patient were erroneous. The vitamin b12 ii result from the e411 analyzer was 238.9 pg/ml. The repeat result from the e601 module was 367 pg/ml. The customer thinks the results from the e601 module are correct. Both results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The e411 analyzer serial number was (B)(4).

Manufacturer narrative:
The repeat result from the e601 module was 367.9 pg/ml. The qc data provided was acceptable. No issues were identified during a review of the alarm trace. The method comparison data provided shows good comparison results between the e411 analyzer and the e601 module. The investigation was unable to find a definitive root cause.